Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify missing segment or partial display due to blank display. Device received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was 149 mg/dl. Customer mentioned that she just walked around and noticed sweat underneath the screen. Customer stated that lines on the corner and small water bubbles underneath the screen. Customer also stated that a little bit of clouding on the left hand side. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.